Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("essure removal") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included joint disorder and migraine. No remarkable past history. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 2 years 3 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthropathy ("worsening of joint problems"), fungal infection ("frequent mycosis") and migraine ("migraines ++"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, arthropathy, fungal infection and migraine outcome was unknown. The reporter provided no causality assessment for arthropathy, fungal infection, medical device removal and migraine with essure. The reporter commented: the status of the patient was reported as integrity of fallopian tubes and also no tubal effraction. Removal of essure was performed on patient's request. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal. The analysis in the (B)(6) database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other health professional is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: healthcare professional returned device removal questionnaire. Patient's birth date and age ((B)(6) years) were added. She had no remarkable past history. Removal of essure was performed on patient's request: bilateral salpingectomy via laparoscopy was performed. No further information is available. Company causality comment - incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.